Event description:
The rep reported the device was used during a bowel resection. It was reported the cdh33 would not fire. 08/03/1998 the rep reports the original cdh33 would not fire. The device was removed and more bowel was transected. Another cdh33 was obtained and the anastomosis was completed without incident. There was not consequence to the pt.